Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. The wheel chair was manufactured in (B)(4). The dealer noted that there were no pinched wire harnesses. Previously, the dealer had tried bypassing the tilt mode using an egg switch but still could not resolve the issue. The dealer eventually took possession of the wheel chair and has personally used the chair himself in an attempt to reproduce the issue. He was unable to do so.

Event description:
The dealer alleges the chair has tilted on its own 3 times. When the chair allegedly tilts you cannot get it out of tilt. This is a replacement chair for a unit that was reported in previous alleged incident two years ago. All the electronics work through the joystick. The dealer had his tech put an egg switch on the chair and plugged it into the actuator to override the tilt, but this did not resolve the issue. The dealer has not been able to duplicate the alleged complaint. No injury is alleged.